Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination found the expedium/viper2 peek rod had fractured in two segments. Optical images were taken on the fractured surfaces which exhibit plastic deformation consistent with a static bending-overload failure. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. Complaint trend analysis on the product code found no emerging trends. The root cause of the peek rod fracturing cannot positively be determined. However, the optical images indicate that the fractured surfaces of the rod exhibit plastic deformation consistent with a static bending-overload failure. No corrective action/preventive action is necessary at this time as no issues were identified in the manufacturing and release of the product that could have contributed to the problem reported by the customer. No systemic trends have been observed in this complaint file. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during a minimally invasive viper semi constained surgery, there was no anti-torque sleeve available in the viper set and the surgeon tried to tighten the concomitant device viper peek si set screws without using any anti-torque instrument. This resulted in intra-operative breakage of one expedium/viper2 peek lordosed rod and bending of a second concomitant device expedium/viper2 peek lordosed rod. As a solution, the surgeon mounted expedium plus mini quick sticks which are used in open procedures, in combination with new peek rods. The delay of the surgery was about 15 minutes with no adverse consequences to the patient. Note: viper2 peek rods are no longer marketed in the u.s.